Event description:
It was reported that the physician requested this implantable pacemaker be checked as extra pulses have been observed on the electrogram (egm). No additional information has been provided at this time. The device remains in service and no adverse patient effects were reported.